Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician stated the patient leads were bad. Moreover, the physician find it hard to test this right atrial (ra) lead due to patient was in atrial fibrillation (af). Further, this ra lead was surgically abandoned. No additional adverse patient effects were reported.